Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting, pump touch screen passed all touch screen tests and was responsive. Customer resumed pump therapy. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.